Event description:
The customer reported approximately two drops of clear diluent leaked from the probe and onto the top of each sample vial at the end of testing involving the coulter act 5diff autoloader (al). The customer also obtained white blood cell (wbc) voteouts and stated the rinse bath was dirty. The customer performed an extended clean but it was unsuccessful. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) stated the fluid the customer observed was the normal amount of fluid from the needle pulling out of the tube stopper. Unrelated to the probe fluid leak, the fse installed a new count syringe and the white blood cell (wbc)/baso bath due to a vacuum leak around the count head, resolving the wbc voteout issue. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).